Manufacturer narrative:
The customer contact informed ge healthcare that there was no patient information available for the event in question. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed for a system failure. The clinician rebooted the machine and completed the case with no further reported complaint. There was no reported patient injury.